Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation and an image was provided; inner catheter break was confirmed and material deformation was identified for the device. The device was labeled for single use. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f050403c. Vascular stent allegedly experienced break and material deformation. This report was received from a single source. This event involved a patient with no reported patient injury. The patients age, weight and gender were not provided.